Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle was inserted into the arm. When the nurse went to advance the needle, the safety device activated and the needle retracted. The nurse did not activate safety mechanism or bump it. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection d4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.4. FDA notified? Yes e.4: the initial reporter notified the FDA on 22-apr-2026. Medsun report # (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.